Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not deliver the correct amount of insulin to bring the blood glucose down. The blood glucose reading was 300 mg/dl, which was treated with manual injection. The customer stated that she had dropped the insulin pump a few days prior to experiencing the issue. She declined to continue with troubleshooting, stating that she knew it was an insulin pump issue. She had not changed the infusion set nor reservoir and did not want to continue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.